Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and loss of capture (loc). The lead was not capturing so a revision was necessary and the lead was successfully replaced with a same model lead. No additional adverse patient effects were reported.